Manufacturer narrative:
The system was serviced in the field and it was determined the sidewall door switch was not engaging. The sidewall door switch was adjusted. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. The imaging system pendant indicated the gantry door was open when the door was completely closed.